Manufacturer narrative:
The company rep replaced the patient interface module (part number 0997-00-0582) and the power management pcb (part number 0670-00-0767). In an unrelated repair, he replaced the fos module (part number 0997-00-1162). We have requested the return of these components to the manufacturing facility in the USA for eval. The device history record for the iabp was reviewed and no non-conformances were noted. A supplemental medwatch form will be submitted when additional information is received.

Event description:
The customer reported that they experienced several "iabp gas loss" alarms in different pts during the previous week, in the same intra-aortic balloon pump (iabp). It was also reported that the iabp did not charge the batteries until after a few hours of being connected to the ac power. The pts were switched to another iabp and the therapy was continued. No pt injury was reported. We are following up for additional details regarding the reported event(s), including specific event dates and pt(s) involved.